Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02997. Related manufacturer reference number: 2938836-2019-03000. Related manufacturer reference number: 2938836-2019-03001. It was reported a chest x-ray was ordered for the patient after an increased threshold and decreased sensing numbers was noted on the right ventricular lead via merlin transmission. Chest x-ray revealed that the device had migrated inferiorly, the right ventricular lead dislodged, and the slack was pulled out of the right atrial and left ventricular leads but remained in position. On (B)(6) 2019, the device was re-positioned back, the right atrial and left ventricular leads were given slack without detaching the leads and the right ventricular lead was explanted and replaced due to physician unable to advance the lead from its pulled position and not able to retract the helix. The following day all leads tested normal and patient was discharged.